Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received critical pump error alarm and an alarm generated when a power failure is detected. The customer's blood glucose was 8 mmol/l at the time of incident. The customer was able to clear the alarm. The alarm occurred 4 times. Troubleshooting was performed for critical pump error alarm and the customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected this alarm is generated when a power failure is detected alarm or critical pump error (open book image) alarm noted during testing. No moisture damage found.